Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was in backup vvi mode, and therapy was unavailable. Patient was found at home unresponsive and had to be externally defibrillated. The patient's device was restored in the ICU. Review of egms found aborted therapies due to shorted output stage detection. Low impedance was observed. Insulation anomaly suspected. Patient was stabilized and the lead was capped and replaced. ICD analysis suggests lead issue.